Manufacturer narrative:
(B)(4).

Manufacturer narrative:
This report is filed january 21, 2016.

Event description:
Per the clinic, the device was explanted (B)(6) 2015 due to extrusion.

Manufacturer narrative:
This report filed april 27, 2016.